Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose of 23 mg/dl and was in the hospital with diabetic ketoacidosis. Customer does not recall any significant events leading to the error, but indicated that the needle was stuck inside of the inserter. Troubleshooting advised customer on how to release serter and how to properly use the serter. The customer was advised that the device would be replaced and to return the product for analysis.